Event description:
Upon final tightening of a set screw of the offset connector, the set screw fractured. The offset connector was replaced with another same new one.

Event description:
Upon final tightening of a set screw of the offset connector, the set screw fractured. The offset connector was replaced with another same new one.

Manufacturer narrative:
Method: product history review, complaint history review, labelling review, risk assessment. Result: the customer reported event was confirmed via correspondence with the rep. All broken fragments were recovered. The device was not returned as it was disposed of at the hospital, so inspection could not be completed. Manufacturing records for the reported lot were reviewed and no relevant issues were identified. It was reported that it was unknown if cross thread occurred, but at the time of final tightening abnormal sound heard. Cross threading of the screw would cause a squeaking noise when the screw is tightened down as the threads deform from being misaligned and forced down. Conclusion: as the device was not available for evaluation, a definite root cause cannot be determined. It is also possible excessive force was applied, the set screw was previously damaged/deformed, insufficient visibility, and/or incorrect alignment of the connector on to the rod.